Manufacturer narrative:
The device used in the reported event was disposed by the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in the (B)(6) stating that the cutter primed and was cutting normally at the beginning of the procedure. However, after a short time the pitch noise the cutter was making changed and the cutter stopped cutting and was pulling on the vitreous. The cutter was changed and the procedure was completed without any injury or consequences to the patient.

Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was submitted to FDA with an MDR number that was generated using 0001313525 as the registration number. The correct registration number that should have been used to generate the MDR number is 0001920664.